Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, differences between sensor glucose and blood glucose levels and the insulin delivery was not suspended. The customer was also received sensor updating and change alerts. The customer reported blood glucose value of 600 mg/dl and the hyperglycemic event was treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-7040c9. Troubleshooting was not performed, the difference between sensor glucose and blood glucose values was beyond 30% limit. It was unknown whether the customer was using an insulin pump system within 48 hours of the reported high blood glucose event and the auto mode/smart guard feature was active or not at the time of the event. No further patient complications were reported. Product return for mmt-7040c9 is not expected.